Event description:
It was reported that ¿the bolus connector is broken¿. The device evaluation discovered a damaged downstream occlusion seal. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found a damaged downstream occlusion seal. There was no evidence in the event history log. Functional testing was able to reveal and confirm a damaged downstream occlusion seal. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.